Event description:
It was reported that the procedure was cancelled. An angiojet ultra 5000a console was used for treatment. During the procedure, it was noted that the tubing always gets caught up and twisted in the drawer. The procedure was cancelled. No patient complications reported.